Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. The legal manufacture reviewed the customer's provided cleaning, disinfection, and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were identified. However, it was unknown if there were any abnormalities in the accessories in reprocessing, and it was unknown if the air/water nozzle was wiped and brushed clean.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual gif/cf/pcf-290 series, chapter 3 preparation and inspection describes the methods for detection. The instruction manual reprocessing manual gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a nozzle with foreign objects. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
E1: (B)(6), (user facility captured here due to character limitation in section). He device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when and what foreign material adhered to the nozzle; there was no delay in the start of the pre-cleaning; the air/water nozzle was flushed with air and water; it is unknown if the nozzle was cleaned with lint free cloths, brushes, or sponges and the air/water nozzle was flushed with detergent solution. It was unknown if there were any abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation, and the evaluation found that the due to damage to the zoom charged coupled device, zoom did not work smoothly. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the upward and downward angulation control knob was out of the standard value. Due to deformation on the bending tube, angulation skips during angulation in ud directions. The adhesive on the bending section cover or distal sheath had a chip. The objective lens, light guide lens, scope connector, and control unit had discoloration. The plastic distal end cover, scope connector cover, scope cover, scope connector, universal cord, protector of universal cord on the scope connector side, grip, switch box, forceps elevator, lock engagement lever, free-engage knob, upward, downward, right and left knob, control unit, and connecting tube had a scratch. Due to dirt on the objective lens, there was a lack of image on the monitor. Due to a scratch on the objective lens, flare occurred. The universal cord had a wrinkle. The forceps channel port and suction cylinder were shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.